Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal, middle and in the distal cylinder bodies. Cylinder 1 had a hole at corner of a fold which led to a leak in the distal cylinder body. Cylinder 1 was not pressure test due to the leak that was identified. Cylinder 2 passed the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and did not pass the inflation test-2 and valve deactive state tests. Product analysis identified a cylinder 1 and pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis was implanted. No patient complications were reported. Product analysis confirmed a cylinder and pump issue.